Manufacturer narrative:
Additional information was requested but not yet provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 8 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient with fib on (B)(6) 2018, was shocked, was on lido, intubated and sedated. Patient went to cath lab for ablation. 25 beats of nonsustained ventricular tachycardia (nvt) was observed during lifting sedation. Ventricular tachycardia (vt) was observed during IV attempt. Patient was shocked with ICD once. Emergent intubation was performed on (B)(6) 2018 followed by bronchoscopy with bronchoalveolar lavage for rll mucous plug. Patient expired on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
This event was previously reported under MFR # 2916596-2019-01971. Manufacturer¿s investigation conclusion: a correlation between the device and the reported arrhythmia could not be conclusively determined through this evaluation. Cardiac arrhythmia is listed in the heartmate 3 instructions for use as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). No further information was provided. The manufacturer is closing the file on this event.